Event description:
It was reported that the patient fell and one lead migrated into the gutter and the other lead migrated to the wrong side of the dura for appropriate stimulation. The patient underwent a lead revision. During the revision the patient unexpectedly experienced foot and leg stimulation when the leads were at c2/c3, where they wanted arm and hand stimulation. It was reported that after the revision the patient was doing great.

Manufacturer narrative:
(B)(4). Lead model 3778-75 serial# (B)(4) implanted: 2010-(B)(6) explanted: 2012-(B)(6); lead model 3778-75 serial# (B)(4) implanted: 2010-(B)(6) explanted: 2012-(B)(6); programmer model 37743 serial# (B)(4).